Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the altitude alarms were cleared by reloading the cartridge. The customer's blood glucose was 300 mg/dl. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿ on the continuous glucose monitor graph. Cause was not known. Elevated blood glucose was addressed by manual insulin therapy.